Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage, inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield as a result of troubleshooting, it was determined that the customer needed larger breast shields, which were sent to her. The customer called back at a later date, indicating that she had not received the larger breast shields. Another order was placed for her, along with a replacement pump. In follow up with the customer, she indicated that the replacement pump was working without issue, the larger breast shields were working well and the mastitis is resolved. She stated that for the first time, she was not experiencing pain while pumping. She indicated that she currently has clogged ducts and is hoping that the larger breast shields resolve that issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the suction on two of her pump in style breast pumps was low and she was engorged. She stated that she was diagnosed with mastitis on (B)(6) 2017 and was given a prescription. This report is related to one of the breast pumps. Report 1419937-2017-00290 is related to the second breast pump.